Event description:
Discrepant results were obtained on the suspect device when compared to a lab. The device result reported was 5.8 inr. The lab result reported was 3.8 inr. The device was replaced and requested to be returned for evaluation.